Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01978 and 01979) submitted for devices related to the same patient. Product in route.

Event description:
The clinical specialist at the clinic in (B)(6) reported on (B)(6) 2015 that there were multiple electrical fault alarms. Visual inspection of controller and driveline was performed without any findings. The log files were reviewed by the manufacturer's clinical engineer with confirmation of the electrical fault alarms; error codes showed a "sys_front_phase_b_open alarm". The manufacture's clinical engineer was on site for a service evaluation on 07/24/2015 with the following reported: contamination was found in the driveline connector after visual inspection prior to cleaning. A driveline cleaning was performed per manufacturer's procedure. The total time pump time of the cleaning cycles was 2 minutes. The patient tolerated the procedure well. The original contaminated controller was exchanged. This MFR report is two of two related to the same event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.